Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, cartridges were in use for 3 days and tandem's technical support educated customer on cartridge/insulin labeling. Blood glucose ranged from the 200's (mg/dl) to 300's (mg/dl). Reportedly, the supplies were changed to address the event and insulin delivery was resumed.